Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: the analysis results showed that the cr40g cartridge was received with no apparent damage. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recessed below the cartridge deck. No functional test could be performed due the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify how the device didn't "fire fully/properly"? Did the device staple? On applying the initial closing trigger it took more force to close in an angled approach and force to fire was higher than the regular firing with cs40g if the device stapled, was the staple line complete? It did stapled, but with loose staples across the transection line. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? The shapes of the staples was irregular did the device cut? It did cut/transected. If the device cut, was the cut line complete? Yes it was complete cut line. Were the cut line and staple lines equal? Not observed. How was the procedure completed? They closed the rectal stump by suture. Were there any patient consequences?

Event description:
It was reported that during a low anterior resection, staples didn¿t fire fully/properly when the contour was applied on the rectum. Which in turn lead to use hand suturing to close the semi-fired staplers at the rectal stump. Procedure prolonged 1.5 hours,